Manufacturer narrative:
According to the facility "the technician set up their sterile filed and when they went to use the syringe, they were unable to, due to its condition". Per the facility an additional sterile syringe was required. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility "the technician set up their sterile filed and when they went to use the syringe, they were unable to, due to its condition".